Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? In what tissue was the suture placed? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What was the onset date of symptoms from the surgical procedure? Was medical intervention provided? If yes, please describe. Other relevant patient history / concomitant medications. Product code and lot number what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a ¿stone¿ surgery on (B)(6) 2020 and the suture was used. The patient experienced erythema, inflammation and scar on the incision after suturing. Local anesthesia treatment was given, and the suture was removed. Two hours later, the patient's condition changed better. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/1/2020. H6 patient codes: 1840,1932,2060,3189 - surgical intervention. The following information was requested but unavailable: the patient demographic info: bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? In what tissue was the suture placed? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What was the onset date of symptoms from the surgical procedure? Was medical intervention provided? If yes, please describe. Other relevant patient history / concomitant medications. Product code and lot number. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.